Event description:
It was reported that the patient received multiple shocks inappropriately due to oversensing on the lead. It was also noted that the lead was fractured. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable defibrillation lead (B)(6) 2008; (B)(4) implantable defibrillation lead (B)(6) 2008. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.